Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
During bench repair for different issue the bench discovered stuck pins on the battery pca. No patient involvement.